Manufacturer narrative:
(B)(4). The incident sample was discarded by the site and is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported the patient was burned at the pad site during an endoscopic surgery of hardy method for pituitary adenoma. The patient was in a supine position and the pad was placed on the front part of the left thigh. Three days following the procedure, the patient complained of pain in the left thigh. A nurse confirmed a dermabrasion as long as 12 cm at the superior border, and 4 or 5 cm long at its inferior border. The nurse also noted a square shaped red flare at the part where the pad was attached in the procedure. A dermatologist diagnosed the injury as a burn. No additional information is available.